Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, the stent was being implanted to treat a 5cm malignant stricture in the descending colon. The patient's anatomy was reported to not have been tortuous. During the procedure, the physician began to deploy the stent in the desired location but was not satisfied with the positioning of the device. The physician began to reconstrain the device; however, the final 2 cm would not reconstrain. The device was removed partially deployed and the procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 46mm. It was noted that the outer sheath was kinked and the shaft was accordioned along its length. During analysis it was not possible to reconstrain the stent, however it was possible to fully deploy the stent. No issues were noted with the profile of the inner lumen or deployed stent. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, the stent was being implanted to treat a 5cm malignant stricture in the descending colon. The patient's anatomy was reported to not have been tortuous. During the procedure, the physician began to deploy the stent in the desired location but was not satisfied with the positioning of the device. The physician began to reconstrain the device; however, the final 2 cm would not reconstrain. The device was removed partially deployed and the procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.